Event description:
Related manufacturer reference number: 2017865-2021-40538. It was reported that the patient presented in clinic for follow up with increased thresholds on the right ventricular and left ventricular leads due to confirmed dislodgement via chest x-ray. Both leads were explanted and replaced. The patient was stable and discharged post-procedure.

Manufacturer narrative:
Correction: d4 model number should be (B)(6)not (B)(6)and serial number should be (B)(6)not (B)(6). H4 should be (B)(6) 2016 not (B)(6)2017 as previously reported.

Manufacturer narrative:
The reported events were lead dislodgement and increased thresholds. As received, a complete lead was returned in two pieces. The reported event of increased thresholds was not confirmed. Visual inspection did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.